Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient's wife stated that his lead replacement procedure led to a rupture in his heart cavity resulting in an infection that became septic, which led to his death. There is no known allegation from a health care professional that suggests the death was device related. No further information is available at this time.